Event description:
It was reported, it was suspected the pump had stopped. A roller study was planned for (B)(6) 2014. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was unknown at this time if the patient was having any symptoms or complications associated with the event. The pump was being used to deliver baclofen. It was further reported the patient and family had no symptoms to report to the managing physician. A roller study was not performed on (B)(6) 2014 and there was no appointment scheduled for the patient. It was noted as of now, there was no action scheduled or planned. Additional information received reported a roller study was performed on (B)(6) 2014 and the roller turned appropriately. It was noted a dye study was not performed. It was also reported the healthcare provider (hcp) would schedule a catheter exploration/revision/replacement surgery and notify us of the date. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the hcp replaced the current 8596sc catheter with a new 8780 catheter. The hcp attempted to remove the 8596sc catheter, but could not get it all removed. A portion of it remains implanted (and "capped" or tied off, according to the hcp), but not in use. The explanted portion of the old catheter was thrown away. There was 15cm trimmed from the spinal segment of the new catheter.